Event description:
It was reported that this right ventricular (rv) lead was dislodged and presented loss of capture, high out of range impedance values and lack of sensing. The dislodgement was confirmed via x-ray and was the result of twiddler's syndrome, with the lead was pulled back and wound around the pulse generator in the pocket. This lead was successfully replaced with a new lead and the patient was discharged the same day. No additional adverse patient effects were reported.